Event description:
Event description guidant received information that this right ventricular lead dislodged the same day as implant and was explanted and replaced with a competitor's active fixation lead.